Manufacturer narrative:
In speaking with olympus technical assistance center (tac), tac informed the customer that this error had do with exam lamp and ignition error and advised to check the following: hours of operation for the main lamp. If close to max life proceed with replacing the main lamp; check the connections to the light and mount in heat sink. Confirm it is an olympus branded lamp being used in the clv-190. If it is not made by olympus, please replace with the recommended olympus xenon lamp maj-1817 as recommended on page 79 of the IFU for clv-190. The customer was not in front of the unit right then, so tac sent the customer an email with the quick reference guide and instructions for use for the lamp and steps above. Customer would call back when in front of the unit if they needed further assistance to continue troubleshooting. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, the light source had a e103 error. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.